Event description:
The biomedical engineer (bme) reported that on (B)(6) 2025 a third party monitoring service (hicuity) viewed a patient go into ventricular tachycardia (vtach) that did not alarm at the central nurse station. The third party monitoring service did see it and alerted the nurse. The patient has since been discharged on (B)(6) 2025, so the bme was not able to readmit the patient to pull up the actual strip. There was no patient injury reported. Nihon kohden requested the logs from the hospital and are investigating the reported issue.

Manufacturer narrative:
The biomedical engineer (bme) reported that on (B)(6) 2025 a third party monitoring service (hicuity) viewed a patient go into ventricular tachycardia (vtach) that did not alarm at the central nurse station. The third party monitoring service did see it and alerted the nurse. The patient has since been discharged on (B)(6) 2025 , so the bme was not able to readmit the patient to pull up the actual strip. There was no patient injury reported. Nihon kohden requested the logs from the hospital and are investigating the reported issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: transmitter: model #: zm-531pa. Serial #: (B)(6). Device manufacturer data: 05/15/2023. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Telemetry: model #: org-9110a. Serial #: (B)(6). Device manufacturer data: 12/17/2021. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The nurse reported that hi-quity informed her that on 01/17 they viewed a patient that went into a ventricular tachycardia, and it did not alarm by nihon kohden. However, they did see the event and alerted the nurse. The patient had been discharged on 1/25. They were not able to readmit the patient to pull the actual strip. There was no patient harm reported.

Manufacturer narrative:
Details of complaint: the nurse reported that hi-quity informed her that on 01/17 they viewed a patient that went into a ventricular tachycardia, and it did not alarm by nihon kohden. However, they did see the event and alerted the nurse. The patient had been discharged on 1/25. They were not able to readmit the patient to pull the actual strip. There was no patient harm reported. Investigation summary: nkc performed an investigation through irc. Among the waveforms detected as multiform, there were no waveforms that should have been detected as vt or vpc run. The cns logs showed that more than 6 consecutive vpcs occurred in several patients, but all of them had vt alarms at that time. There were no concerns of missing a significant arrhythmia event in the range. Nk was unable to confirm the initial reported incident. A definitive root cause was not determined in this case as no issues were found. Based on the available information and similar previous investigations conducted, (for similar devices at this facility), the issue possibly stemmed from either user error (settings related), potential signal loss (due to facility environmental issues) and/or noise interference. The cns logs confirmed alarms but couldn't verify arrhythmia analysis due to the absence of waveform data. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: transmitter: model #: zm-531pa, serial #: (B)(6), device manufacturer data: 05/15/2023, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Org: model #: org-9110a, serial #: (B)(6), device manufacturer data: 12/17/2021, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type?, h6 event problem and evaluation codes, h11 additional manufacturer narrative.